Manufacturer narrative:
A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a total hip arthroplasty when once final implants were in during final reduction the liner 58-60mm x 40 disengaged from the cup. Cup was properly placed and stayed in place. No delay in the surgery just opened another liner

Manufacturer narrative:
Product not returned. An event regarding disassociation involving an ace linr-neut-40x58/60 restoris xlve was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The surgeon performed a total hip arthroplasty when once final implants were in during final reduction the liner 58-60mm x 40 disengaged from the cup. Cup was properly placed and stayed in place. No delay in the surgery just opened another liner